Event description:
It was reported that a spectrum pump failed to alarm for an upstream occlusion during a preventive maintenance test. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported symptom was confirmed and reproduced. The device was found out of specification due to a failed upstream sensor. The failed upstream sensor was replaced.